Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted, "the stylet was fully inserted through the length of the lead with no resistance. No blood ingression was visible in lead."

Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure due to placement difficulty. During lead positioning, the stylet was extended and retracted several times. The physician experienced resistance and the stylet could not be retracted. The physician inspected the stylet for blood, but no blood was present. The lead was removed and replaced. It was additionally noted that a lead fracture was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.